Event description:
It was reported that the tubing port of unspecified set attached to a tpn (total parenteral nutrition) bag burst which resulted in an occlution detector error. The issue was identified during compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.